Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) - secondary surgical intervention, exchange. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -15/2/88 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2017. At one month post-op lens rotation was observed, the lens was repositioned on (B)(6) 2018 but it did not resolve the problem. On (B)(6) 2018 the lens was exchanged for a 12.6mm vicmo12.6, -14.0 diopter and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens surface. Corrected data: (B)(4). Claim #: (B)(4).